Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (service code 204) has been confirmed.   Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was the trunk cable being pulled from the strain relief, pulling the j702 off of the distribution node (dn)pca .        The root cause for the strained cable was excessive force. No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).